Manufacturer narrative:
The event was described as an aseptic loosening of the tibial component. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Based upon the information that has been provided, no definite root cause can be determined at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 18225652016-01955. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing tibial loosening following total knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient's knee was revised due to pain and radiographic evidence of early post-operative radiolucency and osteolysis. At revision, the synovium was removed due to particulate material embedded in, and the tibial component was noted as loose.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and tibial loosening approximately two (2) years post-operatively. Upon revising, synovium was removed due to particulate material that was embedded. The tibial component was noted to be loose and was revised without complication. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. B4 - event date - device was explanted in (B)(6) 2016, rather than (B)(6) 2016 as initially reported. D6b - explant date - device was explanted in (B)(6) 2016, rather than (B)(6) 2016 as initially reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the pictures provided identified foreign debris on the surface of an explanted tibial plate. The complaint could not be confirmed with the information provided. The device history records were reviewed and no discrepancies were identified. The root cause remains undetermined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Additional investigation was performed for x-rays received. Radiographic review confirmed thin linear radiolucency at the lateral tibial cement-bone interface consistent with loosening with the tibial stem angulation in varus. The root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.